Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 33 mm mitral ring, it was subsequently explanted. The reason for explant was due to residual moderate regurgitation. The ring was replaced with a 29 mm bioprosthetic mitral valve. No additional adverse patient effects were reported.